Event description:
Pt sedated with conscious sedation. Insertion of PICC was "slow, smooth, easy." Line was in and flushed when pt's oxygen sats suddenly dropped, face and skin flushed, vital sign changes, "lips were purplish." Applied oxygen. Reaction resolved quickly, within just a few minutes.

Manufacturer narrative:
The device has not been returned to the MFR for eval, as the device remains in the pt. A lot history review (lhr) is not possible, as no mfg lot number has been provided by the complainant.